Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage his bundle lead exhibited an increase in/high/ unstable threshold values and pacing failure. The lead was reprogrammed and was later explanted and replaced. No patient complications have been reported as a result of this event.